Event description:
It was reported that during a lithotripsy procedure, the fiber flashed and the equipment was turned off. The issue occurred when the procedure was finished. The fiber tip was observed to be fractured. The fiber did not emit a light beam nor did the console recognize it. There were no patient complications.

Event description:
It was reported that during a lithotripsy procedure, the fiber flashed and the equipment was turned off. The issue occurred when the procedure was finished. The fiber tip was observed to be fractured. The fiber did not emit a light beam nor did the console recognize it. There were no patient complications.